Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient's system was explanted due to infection. The physician plans to re-implant once infection is treated. The physician believed that the infection was not device or procedure-related.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient's system was explanted due to infection. The physician plans to re-implant once infection is treated. The physician believed that the infection was not device or procedure-related. The patient was re-implanted on (B)(6) 2025. The new system was implanted on the patient's opposite side. There were no patient complications.